Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and measurements throughout these tests were within normal limits. Microscopic inspection identified insulation damage consistent with environmental overstress. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to dislodgement which occurred during a revision procedure unrelated to this lead. The lead was explanted and replaced. No additional adverse patient effects were reported.